Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained an erroneously elevated troponin (accutni) result, above the ami cutoff, on one patient's sample. The result was generated by the access 2 immunoassay system. It was not indicated if an additional or repeat testing was performed. The result was reported out of the laboratory. The customer stated the patient was flown to a hospital and underwent a cardiac catheterization due to the elevated accutni result. The customer indicated to the fse that the catheterization was normal and the patient was fine.

Manufacturer narrative:
The sample was serum, collected in a red-topped tube. The specimen was spun at 6,000 rpm for six (6) minutes. Per customer, the sample was a full draw and contained no fibrin. The customer indicated no other results or assays were being questioned to date. The customer's system check and qc data were requested, but the customer declined initially. The customer callback to bec stating all levels of accutni qc were outside of their established ranges and now believes there is a hardware issue. The customer agreed to fax system check, qc and patient's sample report to hotline. No data has been received to date. A field service engineer (fse) was dispatched for this event. The fse inspected the instrument and found a problem with supply tubing from bulk supply to precision and wash manifold. The fse indicated that a second leak was found at the wash arm. The fse resolved both problems. The system was verified with system check, dilution test, volume test and high sensitivity system check. All results passed within published specifications. Hardware is the root cause of this event.